Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09024. It was reported that prior to a generator exchange on 10 feb 2021, fluoroscopy tests were performed which noted that the right ventricular (rv) lead had externalized conductors. The generator exchange was therefore postponed. No further action had been taken. The patient did not suffer any consequences. New information received noted that during a normal generator changeout on 13 may 2021 it was discovered that patient twiddled the existing implantable cardioverter defibrillation system. Both atrial and (rv) leads were twisted in the pocket. Atrial lead was untwisted and attached to new device. The rv lead was capped and replaced due to the existing conductor externalization. Patient was discharged after the procedure.